Manufacturer narrative:
According to the customer when she plugs in the machine, it makes the normal noise but does not mist. The customer is still coughing since she is not able to receive her albuterol. She is scheduled for a procedure and it may be cancelled because of the ongoing cough. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer when she plugs in the machine, it makes the normal noise but does not mist. The customer is still coughing since she is not able to receive her albuterol.